Manufacturer narrative:
Section d10: device available for evaluation ¿ yes, returned to manufacturer on 09/11/2019. Section h3: device returned to manufacturer ¿ yes. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted h3 other text : placeholder.

Manufacturer narrative:
Implant date does not apply because the lens was removed during the same procedure.explant date does not apply because the lens was removed during the same procedure and has never been implanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the insertion into the eye of the intraocular lens (iol), model zkb00 +25.0, the surgeon noticed two scratches on the central zone of the lens. Reportedly, the lens was removed and a new iol was implanted successfully during the same procedure. Through follow-up it was learnt that a vitrectomy was performed but no incision enlargement and no sutures were used. The patients outcome was as expected. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.